Manufacturer narrative:
Please note that this date is based off of the month of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information (i.e. Serial/lot numbers) from the article or to match the events reported with previously reported events. The device was used for an off label indication. (B)(4).

Event description:
Radic, j.a.e., beauprie, I., chiasson, p., kiss, z.h.t., brownstone, r.m. Motor cortex stimulation for neuropathic pain: a randomized cross-over trial. Canadian journal of neurological sciences. 2015;42(6):401-409. Doi: 10.1017/cjn.2015.292. Summary: chronic motor cortex stimulation (mcs) has been used to treat medically refractory neuropathic pain over the past 20 years. We investigated this procedure using a prospective multicentre randomized blinded crossover trial. Reported events: subject 6: a (B)(6) male patient implanted with a motor cortex stimulation (mcs) system for left brachial plexus avulsion experienced a statistically significant worsening of their mcgill pain questionnaire (mpq) pain score when moving from baseline to low stimulation and in their mpq total pain score when moving from baseline to a high stimulation state. The short form 36 quality of life scale (sf-36) role physical scores in the high stimulation condition were significantly lower than in the low intensity condition, indicating a worsening of role physical scores when patients moved from low to high stimulation and the sf-36 mental health scores in the high stimulation condition were significantly lower than in the low intensity condition, indicating a worsening of mental health scores when patients moved from low to high stimulation. It was stated that there was a "clear lack of patient satisfaction that suggested that the therapy was not effective." This patient felt they received no benefit from the mcs system so the device was explanted. It was noted that patients were implanted with 3587a leads and "7426a" extensions. Follow-up to the article's corresponding author has been requested for patient/device info, event dates, and potential causes. A supplemental report will be submitted if additional information is received. See attached literature article.